Event description:
The customer reported via phone call that they received a no delivery alarm on the insulin pump and subsequently had to perform a complete set change. The customer was experiencing high blood glucose levels as well. The customer's blood glucose was 593 mg/dl. The customer explained that the no delivery alarm persisted after changing the infusion set previously. Troubleshooting was not performed because the alarm had already been resolved by a complete set change. The customer further explained that the alarm occurred during bolus delivery. The customer was advised to call back when the alarm occurred in order to troubleshoot. The customer agreed to return the infusion set for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.